Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient passed away due intraparenchymal hemorrhage. The patient received fresh frozen plasma and vitamin k for warfarin reversal. The head computer tomography scan showed a intraparenchymal brain bleed with intraventricular hemorrhage and midline shift that was non-survivable. The patient was admitted to the intensive care unit with mechanical ventilatory support and poor neuro exam. No additional information was provided.